Event description:
On (B)(6) 2012, the customer reported to customer service that the power supply for her breast pump has exposed wires. Then, on (B)(6) 2012, she reported that she witnessed sparking, that an injury had not occurred, and that she disposed of the power supply.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to get additional complaint info, including a final attempt by letter on (B)(6) 2012, were unsuccessful. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for retesting/analysis. Therefore, no conclusions can be made as to the cause of the event. Should additional info be received, resulting in new, changed, or corrected info, a follow up report will be filed. As a result of (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going.